Event description:
The customer reported that, during reprocessing and maintenance following a cystoscopy procedure, the biopsy channel port was found to be detached. The damage occurred prior to the device being handled by the decontamination staff. There was no effect on the patient due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the biopsy channel port was detached. In addition, the control plug body was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that excessive force or rotation stress was applied to the biopsy channel port and/or surrounding parts of the device during use with maj-891 forceps/irrigation plug, causing the suggested event. The following is included in the instructions for use (IFU): ¿to disconnect the forceps/irrigation plug, hold only the locking ring, and loosen it until it comes off the endoscope. Do not turn the plug¿s housing, as it may damage the plug and the endoscope.¿ ¿important information ¿ please read before use: repair and modification: do not disassemble, modify or attempt to repair it; patient or user injury and/or equipment damage can result.¿ olympus will continue to monitor field performance for this device.